Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump display screen is slightly pink and dim. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the text on the display screen was dim, discolored and difficult to read at the maximum setting. The dim display was replaced with a new test display and was fully functional.